Event description:
(B)(4): "event desc. The staff reports that the physician performed a heart catheterization with attempted intervention. Patient was on heparin gtt. (Heparin drip with an active 149. The patient also received angiomax along with angiomax gtt. At the end of the procedure starclose failed). The staff feels part of the failure was secondary to the anticoagulants on board and that the patient was obese. The physician has used this device many times that has had failures. Difficult to rule out physician use versus product malfunction."

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. A follow-up report will be submitted with all additional relevant information.